Event description:
It was reported that this accessory guidewire was stuck in the right atrial (ra) lead insulation and a new access was obtained during implant procedure. This accessory guidewire was out of service and was not returned for analysis. No adverse patient effects were reported.